Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in scope socket, scope communication error code e228 was displayed, writing error in printed circuit board and the software cannot be updated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of reportable malfunction was due to water leak in scope socket, therefore scope communication error code e228 was displayed and writing error in printed circuit board, therefore the software cannot be updated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had no image. This was discovered during inspection for use. There were no reports of patient involvement.